Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels and a bent cannula. Customer's blood glucose level went as high as 400 mg/dl. Customer reported that she does not like inserting in her upper buttocks because her pants pull the infusion set off. Customer stated that she bleeds easily and does not want an infusion set that needs a separate serter. Customer also stated that she wants an infusion set that is at a 45 degree angle and an all in one infusion set like the mio. Customer was informed that we do no have that available as of now. No additional information provided.